Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine received a foot pedal error at start up. The clinic attempted to replace the foot pedal with another foot pedal and the same foot pedal occurred. There was no patient injury reported.

Manufacturer narrative:
Footpedal assembly was returned and evaluated visually and functionally. The top cover was cracked on both sides and the base plate and top cover were also dirty and stained. The left and right footpedal kick switches were found to be misaligned and touching the footpedal plate. A definitive cause for these visual anomalies could not be determined; however from the condition and age of the footpedal (manufactured in 2007), it appears these anomalies were caused by wear and tear during normal use conditions over time. Functional test reproduced the reported error during boot-up. Based on the evaluation results, it cannot be definitively determined if the observed error was caused or contributed to by the reported short and burned rpc board.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician was able to duplicate the customer's reported event. The technician identified the rear panel connector board's component was charred/burnt up caused by a short in the foot pedal. The foot pedal and rear panel connector board was replaced to resolve the issue. The system was verified for all modes of operations and calibrations. The system met amo specifications. The system is continuing to be used without further reported incidents. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.